Event description:
It was reported that an alert for the right ventricular lead out of range impedance had occurred and the lifetime impedance measurements for three configurations have increased and are high. The lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.